Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab received a video for evaluation and observed that the hemostatic valved was dislodged. Initially, it was reported that during the operation, the inner sheath could not advance in the outer sheath due to an impediment. A second catheter was used to complete the operation. No adverse patient consequences were reported. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received a video for evaluation and according to the video provided by the customer, resistance was noted during the advancement of the dilator through the vizigo¿ sheath. Also, on the video, the hemostatic valve was observed dislodged. The awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone: (B)(6). A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, resistance was noted during the advancement of the dilator through the vizigo¿ sheath. Also, on the video, the hemostatic valve was observed dislodged. This condition could be related with the resistance; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001914 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the video received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 24-aug-2022. The device evaluation was completed on 31-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab received a video for evaluation and observed that the hemostatic valved was dislodged. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The resistance issue described by the customer could be related to this issue, the dislodged valve could have generated resistance against the dilator while it was being advanced through the sheath. The dilator was inserted once the dislodged valve was removed but no resistance was noticed, therefore, the dislodged valve could be related to the resistance issue described by the customer. A device history record was performed for the finished device batch number 00001914, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).